Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when doing anastomosis during a laparoscopic bariatric bypass, the stapler was able to fire but a bleeding occurred. It was stated that surgical time was extended to 30 minutes or more and there was a need for a new surgery to resolve the issue. It was also stated that the event led to patient¿s extended hospitalization.

Manufacturer narrative:
Post market vigilance (pmv) led a film evaluation of one device. No staple lines were observed in the returned film. No reloads were visible in the returned film. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.